Manufacturer narrative:
Literature citation: jian wu, yuehong guan and shengli fan; "analysis of risk factors of secondary adjacent vertebral fracture after percutaneous kyphoplasty." Mean age: 67 years( range: 54-90 years). Sex: 41 male and 148 female. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in an abstract that 189 patients with osteoporotic vertebral compression fractures underwent percutaneous kyphoplasty. Post operatively, 4 patients presented with leakage of bone cement into intervertebral disc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.